Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain and new pain (unrelated to baseline). System removal is planned. The cause was not determined, and the issue is ongoing. The rep will submit any new information that becomes available, and will research the device disposition.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-aug-2026, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 21-sep-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.